Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified, mildly tortuous right coronary artery (rca). After pre-dilatation was performed on the lesion a 2.5 x 15 mm xience xpedition stent delivery system (sds) was advanced; however, was unable to cross the lesion. No force was applied during the unsuccessful attempts to cross the lesion. It was stated that resistance was also felt during retraction of the sds from the anatomy. Another 2.5 x 15 mm xience xpedition sds was able to cross successfully and be implanted. The patients final outcome was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.